Manufacturer narrative:
The reported complaint that "the autopulse platform (s/n (B)(6)) displayed user advisory (ua) 41 (patient temperature sensor failure)" was confirmed based on the review of the archive data and during functional testing. The root cause of the reported complaint was the defective temperature sensor, likely due to the aging of the device. The autopulse platform was manufactured in march 2016 and is over 5 years old, has exceeded its expected service life of 5 years. Visual inspection of the returned autopulse platform was performed. Unrelated to the reported complaint, the front and bottom enclosures were observed to be cracked, likely attributed to user mishandling. The damaged enclosures were replaced to address the issues. Review of the autopulse platform's archive showed multiple ua41 (patient temperature sensor failure) advisory messages that occurred on the customer's reported event date; thus, confirming the reported complaint. The autopulse platform failed the initial functional test as it displayed the ua41 advisory message upon powering up; thus, confirming the reported complaint. Investigation revealed the temperature sensor was defective, and it was replaced to remedy the fault. Unrelated to the reported complaint, the drivetrain motor brake gap was found to be too small, out of the specification. The probable root cause for the noted issue was due to the normal use of the device. The brake gap could not be adjusted, and the drivetrain motor was replaced to address the issue. During further testing, it was noticed that the encoder driveshaft was stiff and could not rotate smoothly, unrelated to the reported complaint. The root cause was due to the sticky driveshaft clutch area, which is usually caused by sharp edges from all 12-hex edges of the armature plate, or due to burrs on the surface of the clutch rotor, likely attributed to wear and tear. The impact of the sticky clutch was not severe enough to make the platform non-functional. The clutch plate was deburred to remedy the problem. Following service, the autopulse was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error. The brake gap inspection was performed and verified the brake gap was within the specification. Load cell characterization test was performed and confirmed both cell modules are functioning within the specification. Historical complaints were reviewed for service information related to the reported complaint, and there were no similar complaints reported for autopulse platform with serial number (B)(6).

Manufacturer narrative:
Zoll has not yet received the autopulse platform in complaint for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
During shift check, the autopulse platform (s/n (B)(4)) displayed user advisory (ua) 41 (patient temperature sensor failure). The customer reported that they store the autopulse platform either on shelves in the fire department or the back of the ambulance when on duty. No patient involvement.